Event description:
The nurse clinical educator reported during a customer courtesy visit, the nicu director and clinical educator reported the placement of the licox oxygen catheter was not going smoothly. Apparently the resident has had trouble inserting the oxygen catheter properly and is kinking the catheter during insertion and the catheter breaks. At times it has taken him three kits to get one catheter placed. Training had been provided in july 2003. A cadaver lab was conducted for all residents to demonstrate proper placement technique and interventions. Each physician was walked through the placement of the device into the cadaver. The physicians seemed to understand the proper placement technique. Integra's clinical educator has been asked to return to this account in the spring to conduct additional training for the new nurses and to discuss any concerns which may arise.